Manufacturer narrative:
The reported complaint of a leaking solex 7 catheter (lot #84027) was not confirmed during visual inspection and functional testing. A visual inspection of the returned solex 7 catheter was performed. The balloons were examined and there were no tears, balloon bond detachment or rupture. Balloon was covered in dried blood. Functional testing of the returned solex 7 catheter was performed. All infusion ports and extension tubes were flushed without resistance. The solex 7 catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. All lumens flushed as intended. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for solex 7 catheter with lot number 84027. (B)(4), reported on 12/31/2018, reported catheter leak still under investigation.

Event description:
During patient ivtm therapy set-up, customer reported that the solex 7 catheter (lot #84027) balloons "just inflate" prior to being inserted. No known impact or consequence to patient information was available.